Event description:
On (B) (6) 2008, noise continued on the ventricular channel. The sense/pace portion of the lead was capped.

Manufacturer narrative:
Analysis did not confirm the field experience of premature battery depletion. A longevity estimate was performed based upon the archived data. It was determined that the battery voltage was normal based upon device usage.